Event description:
Following treatment with juvederm ultra plus, patient experienced an allergic reaction. The patient also said a scar had developed, but it has not been confirmed by the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: 09/29/09.